Event description:
A malfunction alarm with code malf 12 was reported, and the customer experienced this issue on multiple occasions. There was no adverse impact to the customer's blood glucose level, as it was confirmed to have not exceeded 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.